Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing of the lens that could have caused the reported event. (B)(4).

Event description:
The reporter stated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in the patient's left eye (os) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to overcorrection/refractive surprise. The lens was exchanged for another same model lens (13.2mm) but a different diopter power (-8.5). Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Event problem: (refractive surprise), (explanted). Evaluation: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.2 mm) was explanted/exchanged for a different power of the same length icl, almost four months after implantation, to address residual refractive error. No reported problem with the lens or loss of bcva prior to the exchange. Given the information that different power lens was implanted it is very likely that procedure related factor (calculation error) have caused the reported event. It should be noted that at the time of the surgery patient was (B)(6) and per dfu: " indications-the visian icl is indicated for use in adults 21-45 years of age", therefore there is insufficient data to support implantation in such patients. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a likely root cause of the event was determined to be a procedure related factor (calculation error). (B)(4).